Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy using competitor¿s sheath in an ami (acute myocardial infarction) patient, the iab migrated. Although the customer tried to adjust the location of the iab, the iab had migrated repeatedly. Mild tortuosity, sclerosis and calcification were noted in the patient vessel. The iab was replaced. There was no reported injury to the patient. This report is for the first iab.